Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). It was reported that during the preparation of the faradrive sheath, physician noticed a blister on the tip of the dilator. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Event description:
The faradrive steerable sheathwas selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). It was reported that during the preparation of the faradrive sheath, physician noticed a blister on the tip of the dilator. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The selected faradrive sheath was returned with its native dilator still inserted, resulting in the removal of the accessory to proceed with device analysis. Inspection of the dilator found damage at its distal tip. Functional evaluation observed the sheath's ability to achieve and maintain deflection. Inspection of the dilator confirmed the damage on the distal tip. Examination of the proximal end of the shaft within the valve hub found no excess adhesive present at the access point into the shaft.